Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by spiking the device into an in-house solution bag and priming. An in-house secondary set was also primed and attached to the top y-site of the device. The setup was found to flow normally with no issues noted. The simulated use test was then performed on the device¿s remaining two y-sites. No issues were noted during testing and the device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top port of a clearlink continu-flo solution set would not connect to an unknown baxter secondary set. This occurred during set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.